Event description:
A physician used a cook endoscopy esophageal z-stent w/dua anti-reflux valve for an esophageal stenting procedure in 2005. Post stent placement, the patient complained of esophageal reflux. An endoscopic procedure was performed 5 months later. The anti-reflux sleeve had detached and was in the patient's stomach. A snare was used to retrieve the detached sleeve. An injury to the patient was not reported.